Event description:
It was reported the atrial lead was tested with the psa (pacing system analyzer) cable, and readings were normal. When final readings were being obtained, the atrial waveform was greatly deteriorated and impedance was high. The ventricular channel on the ventricular lead was working well. The atrial lead was then tested with the ventricular channel, with the same results. A second subclavian stick was necessary to replace the atrial lead. After the new lead was placed., it was tested, with the same results on both the atrial and ventricular channels. When a new cable was obtained and used, the leads were found to be performing normally. The lead and cable were returned. No patient complications were reported, despite prolonged case time, and potential unnecessary lead replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a valid lot number or device serial number for model 2292, the manufacturing date cannot be determined. Evaluation summary: (B)(4): no anomalies found. The full lead was returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a valid lot number or device serial number for model 2292, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. (B)(4): analysis could not confirm the reported event, continuity tests were functionally normal, no intermittent connection was found when cable was bent or manipulated.